Event description:
Contact lenses are covered with gritty material. Even water they are packaged with has lots of particles in it. My lens provider and doctor both opened a fresh lens container and confirmed there was definitely something wrong with product.